Event description:
It was observed that during the device evaluation, the colonovideoscope had a suction cylinder blocked with stones. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, the investigation was conducted using the information provided by the customer and the inspection findings from the third-party distributor. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.